Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was failed. The field service engineer (fse) logged into the station and found no active failures at that moment. The fse removed drawers 3-1 and 3-2 and inspected the rear components, reseated all cable connections, reinstalled the drawers into the auxiliary chassis, reconnected the pyxie bus cable, and rebooted the station. During startup, the fse logged into support mode and launched the hardware test application (hta). The fse released all pockets and inspected for aluminum foil debris, none was found. The fse also checked the row board cable connections to each individual tray. After reinstalling all pockets into the row board trays, the fse ran the FDA-required tests, all of which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawers were failed. The customer reported during malfunction unable to get medication to patient. There were no adverse events or injuries reported based on this event.